Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6 (problem code added "1408 - poor quality image" due reportable finding of "flickering in image while shaking the scope connector due to defective socket", type of investigation, investigation findings, investigation conclusion). Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured.   The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus presume that the cause of the phenomenon (1) is that a lot of dust has accumulated inside. About the phenomenon (2), it is presumed that the cause is failure of the scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source displayed a blinking front panel light-emitting diode and during error e300 (connection error). The issue occurred during maintenance. There were no reports of patient harm.